Event description:
Customer reported the system locks up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator interface board. System operates as intended.